Event description:
During a procedure, the operator pressed the trendelenberg button on the main pendant and it caused the back section of the table to actuate downward. The user continued to press other buttons that caused the back section to reach its mechanical limit. No patient injury was reported.